Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable testosterone result for one patient sample. The initial result was 6.7 ng/ml and was reported outside the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 308 ng/ml. The repeat result was believed to be correct and was reported. The patient was not adversely affected. The testosterone reagent lot number and expiration date were requested, but were not provided. The field service representative found the sample liquid level detection (lld) voltage was out of range. He examined quality of specimen and found no abnormality. He examined the unit and checked operation of the mechanical and fluid systems and all were ok. He checked the sample lld voltage, found it was out of range and adjusted it to specifications he ran performance testing on both measuring cells and all results were within specifications. He reviewed calibrations and qc recovery which was ok. He verified the operation of the system and confirmed the instrument was operating to specifications.